Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the 3t heater-cooler was slow to warm the patient side during set up. It was also reported that the unit was leaking. The customer requested calibration due to the warming issue. The service representative could not reproduce the leak. It was found that the condenser vents were bent which caused poor ventilation. The vents were cleaned and straightened. A temperature calibration and electrical and functional safety tests were performed. The warming issue was resolved. The unit was returned to service. No nonconformities were noted during manufacturing record review. The issue will be monitored for trends and if identified, corrections will be recommended.

Event description:
Sorin group received a report that the 3t heater-cooler was slow to warm the patient side during set up. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the heater-cooler was slow to warm the patient side during set up. The investigation is ongoing. A follow up report will be sent when the investigation is complete.